Event description:
It was reported that when using the bd pyxis¿ anesthesia station es continuously rebooted in a loop and eventually froze on the screen. The device remained stuck in this reboot cycle. The user attempted to shut it down and power it back on, but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was frozen. A field service engineer (fse) found the pas device stuck on initializing peripherals. The issue was troubleshot remotely with the customer but was not resolved. After a final attempt, the drive was imaged from scratch. The fse reached out to the customer during the sync process and performed multiple steps remotely, successfully getting the unit back up and running. The customer tested the device and confirmed it was working properly. The issue had been caused by a windows crash, which prevented the application from initializing. The station was reimaged to version 1.8, and the customer successfully tested the device with no further issues present. The system functioned as intended after the field service engineer repaired the device.